Event description:
On (B)(6) 2018 customer called in with complaint number (B)(4) to report failure for probes 007 and 008 for samples tested with lifecodes hla-drb1 sso typing kit. They report that in a single batch of 48 samples tested with dr1 sso typing kit (lot #04226a) probes 007 and 008 were negative for all samples. Tech support has contacted the distributor several times as of today with no response since june 1 when complaint was made.